Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient developed bleeding, open sores on her back underneath the lifevest electrodes. The patient's nurse cleaned the wound, applied an unknown medication, and bandaged the wound. During a follow-up the patient reported that the injury had improved.